Event description:
On 6-11-98 the multicomponent american med sys penile prosthesis was removed by dr. Two cylinders and one pump were removed. The device was implanted at an outside institution in 1993. The device was removed due to loss of strength.